Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for non-malignant pain and post lumbar laminectomy syndrome. It was reported that the patient had a return of pain 6-8 months ago (2017). The patient could not charge due to a second overdischarge. The patient was seen by the reporting representative a few weeks ago in (B)(6) 2018 and a physician mode recharge (pmr) was performed for a few hours but the implantable neurostimulator (ins) did not roll over to normal charging. The consumer got frustrated and left. The ins had been in overdischarge since then. It was noted that the health care provider (hcp) had offered to install a new device for the patient and the patient was currently scheduled for (B)(6) 2018. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the battery replacement was done on (B)(6) 2018 and things went well. The patient was happy with their coverage and the new implant.